Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, a component of the delivery system experienced issues. The lens tore/broke during injection/delivery into the eye. The lens was implanted. In a separate visit the lens was explanted and replaced with a replacement lens. The problem was resolved. The cause of the event was reported as unknown.